Manufacturer narrative:
Root cause: the root cause was determined to be user error due to improperly formatted hl7 data. Endoworks requires a unique identifier and "identifiertypecode". This requirement is contained within the customer document endoworks 7.x hl7 gateway specification. The customer added a second facility and modified the data feed, which conflicted with the requirements for unique identifiers. This resulted in the overwrite of the patient record with incorrect patient name and demographic data. The customer was immediately informed to stop adt data feed through hl7 gateway to endoworks. The customer is being re-informed of the requirements pertaining to the occurrence, which are contained within the endoworks 7.x hl7 gateway specification. Olympus is working with the customer to resolve any data discrepancies.

Event description:
It was reported on 04/03/2008, by an olympus field engineer that patient data appears to have merged. A copy of the database was requested for evaluation and was received on 09/04/2008. An investigation was then performed and it was confirmed that a patient record was overwritten with incorrect patient demographic information.